Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, brown particle in the shell and underweight. A visual and microscopic analysis was performed which identified; wear abrasion, creases flat, missing shell (0-25%) and sharp pattern on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as a surgical impact opening. Missing shell assessed as inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "cut/hole on device with no rupture noted" for an unknown side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "cut/hole" on device.

Event description:
Healthcare professional reported "cut/hole on device with no rupture noted" for an unknown side. Device was explanted.